Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 176mg/dl. It was also reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly the customer had manual injections as alternate insulin therapy.